Event description:
Voluntary medwatch received states that the patient's low voltage lead was explanted due to infection. No adverse patient effects were reported.

Manufacturer narrative:
Correction: additional narrative statement should have been stated as below: the device history review cannot be performed as a unique product identifier (serial or lot number) could not be identified. UDI not available as the product information was not provided.